Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified no indication that the complaint was related to a previous repair. Visual inspection identified a cracked downstream occlusion (dso) seal. Event history logs were reviewed, and functional testing was performed, which replicated the reported issue of false downstream occlusion alarms during priming. The root cause was determined to be a faulty dso seal. The dso seal was replaced to fix the issue.

Event description:
It was reported that device had false downstream occlusion alarms identified during priming. There was no patient involvement.